Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported issue was confirmed. During troubleshooting, it was found that the o2 cell/sensor test was failing intermittently. To address the issue, the o2 sensor was replaced and the device was rebooted; however, the pre-use check failure still persisted. Upon further assessment, it was determined that the nozzle units in the gas modules were the cause of the pre-use check failure, and they were therefore replaced. After replacing both nozzle units, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the device logs confirmed the reported issue with the failed o2 cell/sensor test, and also revealed that the device had failed the monitor pressure transducer test during the pre-use check. Both the replaced nozzle units were returned for further investigation. The nozzle units were first installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed for two days without generating any alarms or errors. Following the ventilation period, several pre-use checks were performed, all of which passed. To investigate the issue further, mechanical force was applied to the feather springs of both nozzle units and then released. This resulted in one of the nozzle unit¿s feather springs getting stuck to the membrane, causing a delayed release. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It regulates gas flow through the gas module. The membrane is pressed against the mouthpiece by the feather spring to control the flow. However, membrane stickiness may cause the feather spring to adhere to the membrane during compression, leading to a delayed release. The nozzle unit should be replaced during yearly preventive maintenance or after 5,000 hours of operation, whichever comes first. According to the device logs and communication received, it became clear that preventive maintenance had not been performed annually, and the nozzle units were last replaced two years ago. Therefore, the stickiness is attributed to expected wear and tear of the membrane. The most probable cause of the issue was a sticky membrane in one of the nozzle units due to expected wear and tear.